Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure the vitrectomy probe clogged. The staff made several attempts to clear the probe which were unsuccessful. The probe was replaced and system was re-started and re-primed. They then observed the vitreous probe was not cutting. Additional information has been requested.

Manufacturer narrative:
The company service representative (ar) examined the system and confirmed the reported event. The nonconforming pneumatics module was replaced. The system was then and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The vitrectomy probe sample was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot number history and complaint history reviews could not be conducted. All vitrectomy probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The root cause of the reported event can be attributed to a nonconforming pneumatics module. The root cause for the vitrectomy probe issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The pneumatics module was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample pneumatics module was installed into a calibrated system and booted up successfully without displaying any system message. Additional testing was performed and the pneumatics module passed. Although the company service representative was able to replicate the reported event and replaced the pneumatics module to resolve the issue, the sample evaluation found the returned pneumatics module to meet product specifications. The root cause of the reported event can be attributed to internal system wear/reliability. The manufacturer internal reference number is: (B)(4).